Manufacturer narrative:
Siemens has completed an investigation of the reported event. Assessment of the log files does not indicate a system failure or malfunction and no non-conformity was identified. The investigation is based on expert discussions considering complaint description, cs reports, system log files and system history. The log file analysis shows that the release of x-ray was not possible because it was manually disabled by the function "blocking radiation" via the examination control console (ecc). The "blocking radiation" function is described as follows: in some cases, for instance when the patient is repositioned or while cleaning, you can block radiation to prevent it from being released inadvertently. A system restart was attempted three times. After the second restart, several block / un-block radiation events from the ecc were logged in rapid succession. After the third restart, the system recovered by itself and the procedure could be continued. The user claims that they did not use the above mentioned blocking function and did not initiate these activities / events during the restarts. Therefore, a possible cause for the sporadic (de-) activation of the "blocking radiation" function might be liquids on the touch sensitive surface of the ecc, which may have been cleared off after the third restart. The root cause for these above mentioned events can't be determined because the user could restart the system after several times without errors. There are no hardware errors concerning the ecc in the log file. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.

Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zeego system. During a clinical procedure, fluoro and acquisition were not possible. After two reboot attempts the system recovered and the procedure was continued. There is no report of impact to the state of health of any patient or user involved.